Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-05287 and 2134265-2014-05288. It was reported that stent damage occurred. In (B)(6) 2014, the patient presented with complaints of chest pain with positive nuclear stress test and the patient was hospitalized on the same day. Subsequently, the patient was referred for cardiac catheterization. The stenosis in the obtuse marginal (om) artery was treated with balloon angioplasty using a 2.5 x 12mm quantum apex balloon. Also, the 80% in-stent restenosis of the circumflex artery was treated with pre-dilatation, placement of a 3.00 x 38mm taxus ion stent and post-dilatation using quantum apex balloon. Following the placement of the stent, there appeared to be "stent bias crinkling" in the distal portion of the circumflex coronary artery post the stented segment. Subsequently, the wire was removed from the stented segment and a repeat angiogram was performed, which showed exactly the result expected with wire biasing now removed. The patient received 150 mcg verapamil, 150 mcg nitroglycerin, and the guide wires were then removed from the arterial segment. The residual stenosis was noted to be 10% with a thrombolysis in myocardial infarction (timi) flow of 3.

Manufacturer narrative:
Brand name corrected from taxus element paclitaxel-eluting coronary stent system to ion paclitaxel-eluting platinum chromium coronary stent system. Upn- search corrected from unk571 - taxus element - cmc - maple grove (intervent cardio) - 30000 to unk692 - ion - cmc - maple grove (intervent cardio) - 30000 upn corrected from unk571 to unk692. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-05284 and 2134265-2014-05285. It was further reported that the a 3.0x12mm promus premier stent was implanted in the right posterior descending artery and a non-bsc stent was implanted in the right coronary artery.